Event description:
It was reported that the patients cervical paddle lead had moved out of space. The patient underwent a lead replacement procedure wherein lead extensions were added to release the tension. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in august 2022.

Event description:
It was reported that the patients cervical paddle lead had moved out of space. The patient underwent a lead replacement procedure wherein lead extensions were added to release the tension. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8416-70 sn: (B)(6). The returned lead was analyzed and revealed through visual inspection that several electrodes were dislodged at the paddle end. With all the available information, boston scientific concludes the reported event was confirmed. There are several cables that were exposed. It appears that severe lead damage was due to an excessive mechanical force that was exerted on to the lead tails. Therefore, the probable cause was a known inherent risk of an implanted device.